Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no geometry movement on system start up. Review of the log file didn't confirm the malfunction. The fse checked the system and found that the geo pc was not communicating with the system due to bad cmos (complementary metal-oxide-semiconductor) battery. The fse replaced the cmos battery and reset the date and time to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were unavailable. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the geometry pc failed to bootup. The cmos battery was replaced and the system was returned to use in good working order.